Event description:
(B)(6) old male patient called zoll customer support to report that his charger was not properly charging batteries. The patient was issued a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) was completed. The reported problem (won't charge batteries was confirmed. Upon investigation, the battery charger was unable to recharge a battery pack. The cause for the failure was isolated to a broken l4 inductor on the charger pca board. The root cause for the damaged l4 component could not be positively identified, but the damage likely resulted from the charger impacting a hard surface. No adverse event resulted from the defective l4 component. The patient rec'd a replacement battery charger.